Event description:
Related manufacturer report number: 2017865-2022-09388. During an in clinic follow-up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Additionally, it was reported that noise was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.